Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm saccular abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity and mild calcification. The aortic neck was 17 mm in diameter, it was approximately 4 cm long and was not angulated. It was reported one day post stent graft implant procedure, the patient was returned to the operating room due to no urine output. The patient reported back pain, and cold hands and feet. The stent graft was found to have been deployed too high and was 2 cm above the renal arteries. It was noted that during the procedure, the patient went into afib. The physician inserted a guidewire up and over the aortic bifurcation to pull the stent graft down. This was successful in uncovering the renal arteries. The physician elected to place bare metal stents in the renal arteries. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial and venous occlusion. Inaccurate delivery of the stent graft. Conclusion: (inaccurate delivery of the stent graft).